Manufacturer narrative:
A revision procedure was performed. During the revision, an appropriate position could not be obtained, and the lead was explanted. The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited loss of capture and loss of sensing. No adverse patient effects were reported.